Event description:
The following was reported to hamilton medical ag: appear alarms on the screen "replace o2 sensor" during perform preventive maintenance. Occurred during testing. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
It was reported that the device displayed 'replace o2 sensor' during preventive maintenance. No patient involved. The event did not cause or contributed to a death or serious injury. To a patient. On reviewing the device logs at hamilton ag, it was noticed that the device repeatedly failed 'o2 input flow test' in service software and also alarmed for 'te231008 o2valveleak' in ventilation software. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.